Event description:
Caller reported that malfunction 199 occurred on tandem pump, indicating a malfunction on the device. There was no reported impact on the customer's blood glucose level. Technical support arranged to replace the pump, and the customer will use manual injections as backup therapy. Caller was instructed to return the malfunctioning pump using a pre-paid label.